Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported "I got call from the procurement team that during procedure of PICC insertion the dilator tip broken. The procurement team took the intensivist doctor on call, and I try to understand the issue. As per doctor, when he started the procedure and try to insert the sheath with dilator, the tip of the dilator broke down and he was not able to perform the PICC line insertion procedure on the patient." There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed but the cause is unknown. A single photograph of the previously opened 5fr dual-lumen powerpicc catheter kit was returned for evaluation. The dilator had been removed from the sheath. Residual material, consistent with blood residue, was seen within the lumen of the dilator. The tapered end of the dilator appeared slightly bent and a potential kink was seen in the introducer sheath approximately a quarter of the length distal to the handles. The distal ends of the dilator and sheath could not be seen with clear resolution; therefore, it could not be determined if deformation, bunching, or tears were present on the tips of the devices. The exact mechanism of damage could not be determined from the returned photograph. Possible contributing factors could include too small of an incision, a steep insertion angle, insertion through tough tissue, a poor transition of the introducer sheath to the dilator, or damage to the device prior to use. This complaint will be recorded for future trending and monitoring purposes.